Manufacturer narrative:
Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short and angulated aortic neck). Unapproved use of device (treatment of a patient with an aortic neck > 60 degrees). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short and angulated aortic neck). Operational context contributed to event (treatment of a patient with an aortic neck > 60 degrees).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The aortic neck angle was approximately 65 degree and the patient's anatomy was tortuous. It was reported that the patient presented to the ER emergently with a ruptured aaa. The films were evaluated and the case was done the following day. The patient has bilateral common iliac aneurysms. The internal iliac arteries needed to be embolized. The physician was able to embolize the left internal artery but was unable to get into the right internal artery. After several hours, the physician decided to cover right internal iliac artery with the stent graft and extend to the external. The right internal artery has a 2cm aneurysm which the physician will continue to monitor. The bifurcated stent graft was implanted and extended into both external arteries. The patient has a excessively angulated aortic neck and at the end of the procedure there was a proximal type I endoleak. Patient anatomy and tortuosity of iliac arteries was the cause of type I endoleak. The stent graft was re- ballooned and there was still an endoleak. A proximal cuff was placed to address the type I endoleak; however, after placing the cuff there was a late endoleak on angiogram. The physician was unable to determine if it was a type I endoleak or a type IV endoleak. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. Review of returned images pre-implant shows a ruptured aaa. The proximal neck diameter was 25mm x 30mm at the lowest left renal. Immediately distal to the left renal the neck angulated sharply right-to-left into the aneurysm. The neck length was very short. The left and right common iliacs were also dilated, and the internal and external iliacs were very tortuous bilaterally. There was also a 6cm diameter thoracic aneurysm. Images at implant were not provided. The cause of the proximal type I endoleak is uncertain; it is likely that the short and angulated proximal neck contributed. The tortuous iliacs likely contributed to the right iliac artery embolization issues.